Manufacturer narrative:
Medtronic received additional information that this patient's bioprosthetic valve was explanted and replaced due to a severe paraval vular leak (pvl). Prior to the replacement procedure the patient presented with progressive fatigue. No other adverse patient effects were reported. Patient's relevant medical history updated. Pt and device codes updated.

Manufacturer narrative:
Product analysis: the product specimen has not been returned for device analysis. Conclusion: multiple attempts to gather additional information and request product return have been made; however, these attempts have been unsuccessful. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should additional information become available, a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that four years, two months post implant of this bioprosthetic valve, this valve was explanted and replaced. No failure mechanism and no other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.